Event description:
Customer's wife reported her husband was hospitalized for high blood glucose. Customer's blood glucose is 575 mg/dl. He is currently at the hospital on an insulin drip. He was nauseous, irritable, vomiting, had diabetic ketoacidosis, thirst, and headaches. Customer's wife said last night customer gave himself a seven unit manual injection and a nine unit bolus. Troubleshooting could not be completed because customer was still at the hospital. He advised that he would call back one he is released tomorrow. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.